Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found no fragmentation of the insulation, and the internal conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument passed an electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was noted to have a defective insulation on the jaw part. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury. The issue caused a delay of less than 15 minutes. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there were no abnormalities or damage observed. The damage was first observed during the surgery. The issue was identified while performing the preparation of tissue. The wire was exposed due to damaged insulation. The cable was broken. It cannot be determined if there was any loss of cautery associated with the damaged cable. There were no signs of thermal damage. The instrument did not collide with any other instrument or tool during the procedure. There were no problems removing the instrument through the cannula. The procedure was completed with a backup instrument. The damage did not result in any fragment falling inside the patient's anatomy.